Manufacturer narrative:
The customer switched out the reagent bottles and reran calibrations and qc with acceptable results. The field service representative found the ise sipper tubing was cracked. The sipper and pinch tubing were replaced and the height adjustment of the sipper tubing was checked. Ise checks were within range. The customer performed calibration and qc with expected results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for four patient samples from the cobas 6000 c501 module. Patient 1 initial sodium result was 110 mmol/l and the repeat result was 140 mmol/l. Patient 2 initial sodium result was 152 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 7.9 mmol/l and the repeat result was 4.8 mmol/l. The initial chloride result was 91 mmol/l and the repeat result was 103 mmol/l. Patient 3 initial sodium result was 132 mmol/l and the repeat result was 140 mmol/l. Patient 4 initial sodium result was 134 mmol/l and the repeat result was 140 mmol/l. The questionable results were reported outside of the laboratory for patients 1, 3, and 4 only. The electrode lot numbers and expiration dates were requested but were not provided.